Manufacturer narrative:
On (B)(6) 2023 during cerebral function monitoring, neuroline subdermal needle broke and one fragment was left in the patient. The fragment had to be surgically removed. The failure could not be verified, since there were no photos of the faulty sample for visual inspection, nor did we receive it for investigation. Thus, the investigation was done on a retention sample, which did not show any defects and fulfilled all specifications. The possible cause is suspected to be excessive force used during application while penetrating deeper layers in scalp near the skull. On (B)(6) 2024 the sample was received from the customer on (B)(6) 2023, which is why it was possible to perform further investigation on the complaint. We were able to verify the reported failure of 'needle jagged and broken' from the received sample. Ambu refers to the reported failure as needle electrode misc. Based on investigation result, the needle was jagged and broken due to being corroded. The corrosion occurred due to the needle being exposed to wet bases (sulfuric acid, hydrochloric acid, salt water, etc.) For longer duration. Since ambu does no further processing to needle cannula or needle tip after receiving of the part, supplier corrective action request has been raised on the 12-21-2023 to further investigate. Scanning electron microscopy-energy dispersive x-ray analysis detected intergranular corrosion at the corroded section of the needle, which may occur due to exposure to wet bases. The cause of corrosion is unclear due to the fact that the nature of processing large quantities of needles at once with cleaning cassettes would lead to generating a large number of corroded products. This incident is considered to be an incidental case, as there was only one needle electrode affected in the lot. An awareness training regarding the surface corrosion issue has been conducted by the supplier with their production operators ( on (B)(6) 2024) to ensure that the washing procedure is performed according to the washing manual. Additionally, in ambu, piercing test is performed to ensure that needle tip is not damaged. Sampling inspections will also be performed by quality control, where needle tips will be observed under a microscope at final inspection prior to releasing a lot.

Event description:
Doctor performing cerebral function monitoring noticed during the removal of leads, that the right posterior needle was already out and in the patient's hair. The end of the needle appeared jagged and broken. Subsequent head x-ray revealed the needle fragment, therefore the patient was transferred to a surgical facility for surgical intervention in order to remove the needle fragment.

Manufacturer narrative:
During cerebral function monitoring, neuroline subdermal needle broke and one fragment was left in the patient. The fragment had to be surgically removed. The failure could not be verified, since there were no photos of the faulty sample for visual inspection, nor did we receive it for investigation. Thus, the investigation was done on a retention sample, which did not show any defects and fulfilled all specifications. The possible cause is suspected to be excessive force used during application while penetrating deeper layers in scalp near the skull.

Event description:
Doctor performing cerebral function monitoring noticed during the removal of leads, that the right posterior needle was already out and in the patient's hair. The end of the needle appeared jagged and broken. Subsequent head x-ray revealed the needle fragment, therefore the patient was transferred to a surgical facility for surgical intervention in order to remove the needle fragment.